Event description:
Tbm states out of box the provider reports the left side frame of the chair is possibly bent because when they attempt to unfold the chair it does not unfold easily or set properly in the seat rails. No additional information provided.